Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavily bleeding/ clotting") in a 35-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, varicose vein operation since (B)(6) 2017, throat cancer since (B)(6) 2017, bariatric surgery, tenderness breast since (B)(6) 2017, hemorrhoids and cancer. Concomitant products included calcitriol since (B)(6) 2017, calcium carbonate since (B)(6) 2017, estradiol (estrace) since (B)(6) 2017 and levothyroxine sodium (levothyroxine) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles") and menometrorrhagia ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced tooth loss ("dental problems -tooth loss"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced mood swings ("hormonal change (mood swing)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), anxiety ("anxiety/psychological or psychiatric problems condition:anxiety"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("severe and persistent pain - vaginal"). In (B)(6) 2017, the patient was found to have blood iron decreased ("blood disorder (low iron)"). In (B)(6) 2017, the patient experienced thyroid mass ("tumor/teratoma/cancer: lump on thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("lightheadedness") and procedural pain ("cramping after post op period"). The patient was treated with analgesics, drospirenone;ethinylestradiol (occella), estradiol, ibuprofen (motrin), iodine, ambulatory infusion, bariatric weight loss surgery, surgery (total laparoscopic hysterectomy with bilateral oophorectomy and bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thyroid mass, weight increased, alopecia, tooth loss, mood swings, blood iron decreased, nausea, fatigue, anxiety, headache and dizziness outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menometrorrhagia had not resolved and the migraine, abdominal pain, vulvovaginal pain, dysmenorrhoea and procedural pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood iron decreased, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, thyroid mass, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: iron dropped due to continuous heavy bleeding since (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. On (B)(6) 2017, patient had mammogram done for tender breast. On (B)(6) 2013, hysterosalpingogram study showed that the essure sterilization procedure was successful, that tubes were permanently blocked, and that birth control was no longer needed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavily bleeding/ clotting") in a 35-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, varicose vein operation since (B)(6) 2017, throat cancer since (B)(6) 2017, bariatric surgery, tenderness breast since (B)(6) 2017, hemorrhoids and cancer. Concomitant products included calcitriol since (B)(6) 2017, calcium carbonate since (B)(6) 2017, estradiol (estrace) since (B)(6) 2017 and levothyroxine sodium (levothyroxine) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles") and menometrorrhagia ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced tooth loss ("dental problems -tooth loss"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced mood swings ("hormonal change (mood swing)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), anxiety ("anxiety/psychological or psychiatric problems condition:anxiety"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("severe and persistent pain - vaginal"). In (B)(6) 2017, the patient experienced blood iron decreased ("blood disorder (low iron)"). In (B)(6) 2017, the patient experienced thyroid mass ("tumor/teratoma/cancer: lump on thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("lightheadedness") and procedural pain ("cramping after post op period"). The patient was treated with drospirenone w/ethinylestradiol (occella), estradiol, analgesics, ibuprofen (motrin), iodine and surgery (total laparoscopic hysterectomy with bilateral oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thyroid mass, weight increased, alopecia, tooth loss, mood swings, blood iron decreased, nausea, fatigue, anxiety, headache and dizziness outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menometrorrhagia had not resolved and the migraine, abdominal pain, vulvovaginal pain, dysmenorrhoea and procedural pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood iron decreased, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, thyroid mass, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: iron dropped due to continuous heavy bleeding since (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. On (B)(6) 2017, patient had mammogram done for tender breast. On (B)(6) 2013, hysterosalpingogram study showed that the essure sterilization procedure was successful, that tubes were permanently blocked, and that birth control was no longer needed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new event lightheadedness, vaginal hemorrhage, menorrhagia and cramping after post op period were added. Concomitant conditions were added. Treatment drugs were added. Outcome of events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavily bleeding/ clotting") in a (B)(6) female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, varicose vein operation nos since (B)(6)2017, throat cancer since (B)(6) 2017 and bariatric surgery. Concomitant products included calcitriol since (B)(6) 2017, calcium carbonate since (B)(6) 2017, estradiol (estrace) since (B)(6) 2017 and levothyroxine sodium (levothyroxin) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced tooth loss ("dental problems -tooth loss"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced mood swings ("hormonal change (mood swing)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches") and vulvovaginal pain ("severe and persistent pain - vaginal"). In (B)(6) 2017, the patient experienced blood iron decreased ("blood disorder (low iron)"). In (B)(6) 2017, the patient experienced thyroid mass ("tumor/teratoma/cancer: lump on thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with drospirenone w/ethinylestradiol (ocella), estradiol, analgesics, ibuprofen (motrin) and surgery (total laparoscopic hysterectomy with bilateral oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thyroid mass, weight increased, alopecia, tooth loss, mood swings, blood iron decreased, nausea, fatigue, anxiety and headache outcome was unknown, the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, anxiety, blood iron decreased, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, thyroid mass, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. On (B)(6) 2017, patient had mammogram done for tender breast. On (B)(6) 2013, hysterosalpingogram study showed that the essure sterilization procedure was successful, that tubes were permanently blocked, and that birth control was no longer needed. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, concomitant drug and disease, treatment medications, onset and removal dates updated, event injury updated to events vaginal haemorrhage, menorrhagia, blood iron decreased, tooth loss, dysmenorrhoea, fatigue, alopecia, mood swings, migraine, headache, nausea, pelvic pain, anxiety, teratoma, neoplasm, neoplasm malignant, weight increased, abdominal pain, genital haemorrhage and vulvovaginal pain added. Outcome for the events vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, genital haemorrhage and vulvovaginal pain added as recovered / resolved and for event migraine added as recovering / resolving. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping") and genital haemorrhage ("heavily bleeding/ clotting") in a 35-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papillary thyroid cancer, pain in heel, costochondritis, costochondritis, ankle sprain, muscle strain, sore throat, chest pain, shortness of breath, breast cancer, thyroid nodule, hemorrhoids and brca1 gene mutation. Concurrent conditions included obesity, varicose vein operation since(B)(6) 2017, throat cancer since (B)(6) 2017, bariatric surgery, tenderness breast since (B)(6) 2017, hemorrhoids and cancer. Concomitant products included calcitriol since (B)(6) 2017, calcium carbonate since (B)(6) 2017, estradiol (estrace) since (B)(6) 2017 and levothyroxine sodium (levothyroxin) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles"), menometrorrhagia ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia), irregular menstrual cycles"), 2 years 3 months after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced tooth loss ("dental problems -tooth loss"). In may 2016, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced mood swings ("hormonal change (mood swing)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety/psychological or psychiatric problems condition:anxiety"), migraine ("migraines"), headache ("headaches"), vulvovaginal pain ("severe and persistent pain - vaginal") and depression ("plaintiff complained problems condition: depression"). In (B)(6) 2017, the patient was found to have blood iron decreased ("blood disorder (low iron)"). In (B)(6) 2017, the patient experienced thyroid mass ("tumor/teratoma/cancer: lump on thyroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("lightheadedness") and procedural pain ("cramping after post op period"). The patient was treated with analgesics, drospirenone;ethinylestradiol (ocella), estradiol, ibuprofen (motrin), iodine, ambulatory infusion, bariatric weight loss surgery, surgery (total laparoscopic hysterectomy with bilateral oophorectomy and bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thyroid mass, weight increased, tooth loss, mood swings, blood iron decreased, anxiety, headache, dizziness and depression outcome was unknown, the genital haemorrhage and menometrorrhagia had not resolved, the alopecia, nausea and fatigue was resolving and the migraine, abdominal pain, vulvovaginal pain, menorrhagia, dysmenorrhoea, procedural pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood iron decreased, depression, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, thyroid mass, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: iron dropped due to continuous heavy bleeding since (B)(6) 2016. Current weight 160 lbs. Right: 3 coils left: 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Pathology test - on (B)(6) 2017: uterus with cervix and bilateral adnexa, total hysterectomy and bilateral salpingo-oophorectomy. Uterine cervix with nabothian cysts, squamous metaplasia and superficial chronic inflammation, moderate. Weakly proliferative endometrium with focal sloughing and adenomyosis with intramural sloughing. Solitary sub centimeter leiomyoma. Uterine serosa with no pathologic diagnosis. Right ovary with follicular cyst (4.5 cm). Left ovary with few cystic follicles (up to 1.7 cm). Bilateral fallopian tubes with foreign bodie s (essure); otherwise, no pathologic diagnosis. Negative for atypia or malignancy.. On (B)(6) 2017, patient had mammogram done for tender breast. On (B)(6) 2013, hysterosalpingogram study showed that the essure sterilization procedure was successful, that tubes were permanently blocked, and that birth control was no longer needed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, pelvic pain, abdominal pain, fatigue, nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received event " depression" was added. Outcome of event " vaginal bleeding" was updated as recovered and nausea, fatigue were updated as recovering. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.